Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Just after scorpio nrg ps tka surgery, a peripheral fracture was found. Twelve days after surgery, osteosynthesis with a locking plate was performed. Further 4 months after, a new fracture was occurred during the plate and the femoral component. After the bone healing, a revision to scorpio ts was performed. Nine years after the revision, there is no problem on the patient now. This case was presented at (B)(6) hip and knee symposium on 3/19/2016.